Event description:
The pt was revised because of loosening of the tibial tray.

Manufacturer narrative:
Examination of the submitted device revealed evidence suggesting implant loosening while in vivo. A search of the complaint database did not show any other reports against the product lot code. The investigation could not draw any conclusions about the root cause of the implant loosening. Based on the inability to identify a root cause and no evidence suggesting product error was a contributing factor, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.